Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock. The right ventricular (rv) lead was found to have high impedance as shown by the lead alert. The detections were turned off. Replacement of the lead was postponed due to infection. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7278, implantable tachy lead, (B)(6) 2008; 5076, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, along with oversensing due to non-physiologic signals/sic (sensing integrity counter), there was a patient alert for right ventricular (rv) lead impedance greater than 3000 ohms on (B)(6) 2013. The daily pace lead trend data showed an increase for v.pace from 768 to 3824 ohms peak between (B)(6) 2013. There were 29 ventricular nst <(><<)>=210 ms on (B)(6) 2013. There were 24-vf<(><<)>=210 ms average v-cycle on (B)(6) 2013. Ventricular short interval count v-sic=2228 counts, in 0.47 day between (B)(6)2013.

Event description:
Replacement of the lead was postponed due to the flu. The lead was later explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.